Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that when the CT system was not in clinical use, the patient support moved in a incorrect direction when the multi-functional foot switch (mffs) was pressed. The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander associated with the malfunction. The fse evaluated the CT system and determined that the mffs had failed. The fse replaced the mffs to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that at the end of a CT procedure, when attempting to move the table top away from the gantry utilizing the multi-functional foot switch (mffs), the table top moved towards the gantry. The philips field service engineer (fse) confirmed that the motion stopped when the customer released the mffs and there was no harm to a patient, operator or bystander associated with the malfunction. The fse evaluated the CT system and replaced the mffs, the footswitch interface cable, and the footswitch tableside control board to resolve the issue. The fse confirmed the error logs and failed parts were not available for further analysis; therefore, CT engineering was unable to determine the cause of this issue. CT engineering determined this reported event to have an acceptable risk. The fse replaced the multifunction footswitch, the footswitch interface cable, and the footswitch tableside control board to resolve the issue. As the error logs and failed parts were not provided for further analysis, CT engineering was unable to determine the cause of this issue.